Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited system fault 41,627. There was unknown reported patient involvement.

Manufacturer narrative:
Received one device. Reported problem confirmed with event logs history. When turned on alarm 46228 found. The probable cause of the reported problem was defective main board. Replaced main board. All functional test of the pump passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.